Event description:
It was reported that bd max¿ cdiff they have seen atypical pcr curves and low fluorescence. The following information was provided by the initial reporter: we see pcr curves that are atypical (not sigmoidal) or completely non-specific (up-down fluorescence) where software calls positive for target. These calling errors are the primary concern, however we have also seen many non-reproducible late CT/low fluorescence episodes. We acknowledge these late determinations could be detection of target at lower limit of detection (as one scenario), however it seems unlikely - repeat testing invariably reports a negative result.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00409 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported, that bd max¿ cdiff they have seen atypical pcr curves and low fluorescence. The following information was provided by the initial reporter: we see pcr curves that are atypical (not sigmoidal), or completely non-specific (up-down fluorescence) where software calls positive for target. These calling errors are the primary concern. However, we have also seen many non-reproducible late CT/low fluorescence episodes. We acknowledge, these late determinations could be detection of target at lower limit of detection (as one scenario). However, it seems unlikely. Repeat testing invariably reports a negative result.

Manufacturer narrative:
Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.